Event description:
It was reported that during the implant procedure, the stylet was stuck inside the lead and lead helix would not extend. Lead also exhibited high out of range impedance and loss of capture. Lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.